Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with unknown mentor saline prostheses experienced bilateral deflation post procedure. As a result, bilateral prosthesis replacement with 525cc mentor smooth round moderate profile saline prostheses was performed on (B)(6) 2008. One of the patient¿s replacement implants was reported in a separate event under 1645337-2021-05081. See 1645337-2021-08441 for contralateral prosthesis report.